Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had otitis media and a cholesteatoma. During an appointment for cleaning the middle ear the electrode was found in the eac.